Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found cmos battery problem of pcb sbc. To resolve the issue fse replaced the cmos battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.